Event description:
It was reported via repair work order that the head right side rail would not lock due to a broken timing link and missing detent clip. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.